Manufacturer narrative:
(B)(4).

Event description:
It was reported that after being implanted patient experienced infection at the leads. The patient went to their health care provider and they found (B)(6). It was noted that patient's infection was healing. It was reported a day later that patient took antibiotics and completed antibiotics 2 weeks ago. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. A follow-up report will be sent if additional information becomes available.